Manufacturer narrative:
Updated data: b5. Additional information was received that the valve size contributed to the explant of the valve. No additional adverse patient effects were reported. G1. Manufacturer name h6. Device code h8. Corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional conclusion: additional investigation of this event regarding the valve size further determined that per the device instructions for use (IFU), the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Proper sizing of the device is the responsibility of the physician. Refer to ¿patient anatomical criteria¿ table of the IFU for available sizes. Failure to implant a device within the sizing matrix could lead to adverse effects such as those listed in "potential adverse events" section on the IFU. This event does not indicate device misuse or malfunction medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and two months after the implant of this transcatheter bioprosthetic valve with previous leak closure (as reported in regulatory report # 2025587-2017-00247), a transesophageal echocardiogram (tee) identified increased peak velocities of 4 meters/second and a gradient of 39 mmhg gradient. The patient was bradycardic during the tee. Of note, prior to the transcatheter valve implant, the mean gradient was 65 mm hg and was 15.8 mmhg immediately after the valve implant. Also, the patient was sized between a 29mm-34mm transcatheter valve and a 29mm valve was implanted. No treatment was required initially for the increased peak velocity and pressure gradient. Approximately three years, and five months following the implant, a tee identified mild intervalvular regurgitation and mild paravalvular regurgitation. In addition, there was moderate stenosis and restrictive motion of the right coronary cusp. Approximately three months later, an echocardiogram identified trace transvalvular aortic insufficiency (ai) and no paravalvular ai. Approximately four months following this echocardiogram, symptoms of fatigue and malaise presented. Twenty-two days later, a cardiac catheterization was performed which showed significant coronary artery disease involving the first diagonal and mid right coronary artery. In addition, mild aortic insufficiency and moderate stenosis of the transcatheter aortic valve were noted. The cardiac catheterization was reported to not involve an intervention. This was a diagnostic catheterization, pre-operational, for a potential transcatheter aortic valve replacement. As confirmed no treatment was provided or required for the cad. However, approximately 6 weeks later (about 4 years after the valve implant) the transcatheter valve was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that moderate paravalvular leak (pvl) was present prior to the previously reported transcatheter valve explant. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that coronary artery bypass graft (CABG) was performed at the time of aortic valve replacement (avr). The pathology report noted an aortic root excision with thrombus. The bioprosthetic valve itself had extensive dystrophic calcification with no active inflammation or vegetations identified. No additional adverse patient effects were reported. Patient codes: c27083 and c3672. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record of the valve was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. High gradients increase over time are typically related to patient factors such as, but not limited to, thrombus formation, calcification, patient pressures, and/or anatomical left ventricular outflow tract (lvot) obstruction, etc. With the limited information provided, no images for review and no device returned for evaluation, the root cause of the high gradients could not be conclusively determined. Bradycardia is generally a result of known potential adverse effects per device instructions for use (IFU), such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non -structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. Although a conclusive root cause to the calcification could not be determined with the information provided, these are known potential failure modes for bio-prosthetic valves and largely dependent on patient condition. Aortic regurgitation/paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Updated data: h6 additional method code a number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient con ditions. Its presence and rate of formation is largely dependent on patient condition. It is known that calcification and thrombus formation may lead to decreased leaflet mobility leading to valve stenosis and high gradient, which might had occurred in this event. Ultimately, there was no information to suggest a device quality deficiency or manufacturing issue related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was provided which indicated that the previously reported valve replacement and coronary artery bypass graft (CABG) occurred approximately four years and five weeks post valve implant. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.